Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that about a week ago they saw a message on their controller that said none of the settings can provide stimulation. The patient stated that they charged the implant this morning and the controller was at 100% and the implant was at 90%. Agent asked the patient when they first saw the message and the patient stated they were on group c and the stimulation was on, but they were not feeling stimulation. Pt tried group b and did not feel stim. Agent had the patient switch to group a and they were able to feel the stimulation sensation. Agent had caller go back to a group where she did not feel stim and try to turn stim up--upon doing so, 'settings not available' was displayed. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Caller mentioned while working with the controller that it was 'slow'.